Event description:
It was reported that this insertable cardiac monitor (icm) recorded several events since implant with evidence of noise oversensing that appeared to be caused by movement or muscle noise. Consequently, the device was explanted. A new icm was implanted instead. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. Please note that this device has two premarket / 510(k) numbers: k193473, k210608.

Event description:
It was reported that this insertable cardiac monitor (icm) recorded events since implant with evidence of noise oversensing that appeared to be caused by movement or muscle noise. Consequently, the device was explanted. A new icm was implanted instead. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note that this device has two premarket / 510(k) numbers: k193473, k210608.